Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation.   A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 1 year since the subject device was manufactured.   Based on the results of the investigation, it could not be definitively determined if foreign material was clogged at the nozzle. It is unknown if the reprocessing steps at the material residue point were not deviated from the instruction manual. Therefore, the cause of the material remaining in the device could not be determined. Occurrence of the event can be detected/prevented by handling the device according to the following instructions for use. Detection methods are written in instructions for use: gif/cf/pcf-190 series operation manual chapter 3 preparation and inspection. Prevention measures are written in instructions for use: gif/cf/pcf-190 series reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned as part of the asset return process. In addition to the reportable malfunction documented in b5, the evaluation findings are as follows: the universal cord had a scratch; the light guide lens had a crack; the suction cylinder and the air/water cylinder had no color. Due to deformation of the lock engagement lever, the upward/downward angulation control knob could not be locked securely. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided.

Event description:
A user facility returned the olympus asset, colonovideoscope, to the olympus service center. Upon inspection and testing of the returned device, it was observed that the nozzle had foreign objects. This report is being submitted for the reportable malfunction found during evaluation. There was no patient involvement.